Event description:
During a call for a therapy question, it was reported that the home patient (hp) had been leaving the final bag line unclamped and without a bag connected. The technical service representative (tsr) advised the hp that this line should be clamped during therapy when it is not in use. The hp stated they would continue with therapy and would make sure the clamps on unused lines would be closed going forward. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.